Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the faulty high voltage power supply board could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the electrosurgical generator exhibited that a high voltage power supply board was faulty causing an e433 error. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned and the evaluation found that the high voltage power supply board was faulty causing an e433 error, there were minor scratches on the housing and front panel and the power on self test failed causing an e172 error. Should additional relevant information become available, a supplemental report will be submitted.